Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and power supply cable harness were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported and error indicating no connection with the control panel. Additionally, a communication error was displayed which resulted in no x-rays. There is no report of death or serious injury.